Event description:
It was reported that the user had connected a dexcom g7 continuous glucose monitor (cgm) sensor to the dexcom mobile app but had not paired the sensor to the ilet, and the agent guided the user through the correct ilet pairing process. Symptoms included no alerts or alarms. Outcomes included no reported clinical effects and no medical intervention. User support included customer service troubleshooting and education on correct sensor pairing workflow for the ilet. Investigation of this case revealed user setup error involving incomplete pairing procedure; the device hardware and components were not implicated. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incomplete or incorrect pairing sequence.

Manufacturer narrative:
Initial.